Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was shutting down and locked up. There is no report of death or serious injury associated with the event described in this complaint.